Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.